Event description:
It was reported while using bd precisionglide¿ needle there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the needle barrel has a white plastic that glues the barrel to the needle, and this plastic is going to the needle, as if it were melting and going to the needle. The customer opens the package, and when he goes to handle the medicine, he notices this deviation.

Manufacturer narrative:
H.6. Investigation summary: a batch history analysis (DHR) was carried out, quality notifications were checked and maintenance records potentially related to this defect were found for the batch and sub-batches consumed. (Needle mounted). It was possible to confirm the incident due to the customer sending the photos, this is an incident arising from the process. Then, bd confirms/reproduces the reported incident with epoxy in the cannula. Checked maintenance records potentially related to the defect in the batches of assembled needles. Vision system adjustments - adjustment of camera sensitivity, lower resin tool. Check all possibilities when applying the resin, from the positions and activations of the sensors to the logic in the program. As identified in the maintenance orders, these would be the likely root cause, where it is also possible to attribute the failure to an adjustment and segregation process. As this is the first complaint for the batch, not exceeding the notification of acceptable quality (aql) limit, the incident identified from this complaint will be monitored to evaluate the trend and this failure can be considered punctual due to quantity, no proposals are made. Additional actions. H3 other text : see h10.

Event description:
It was reported while using bd precision glide¿ needle there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the needle barrel has a white plastic that glues the barrel to the needle, and this plastic is going to the needle, as if it were melting and going to the needle. The customer opens the package, and when he goes to handle the medicine, he notices this deviation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.